Event description:
It was reported that a dräger service technician was called to the customer's site on (B)(6) 2021 because of a fault message. The error message: "implausible pressure values" was present on the affected evita 2dura, manufactured in dec.1999. On arrival on site, a note was found on the device with the message: "evita reports incorrect flow and implausible pressure values during ventilation. Tube system wobbles in the process, although subsequent emergency ventilation via ambu bag suggests no respiratory difficulty." No one on the ward was able to help, and the tubing system and accessories had already been disposed of. No patient health consequences were reported.

Manufacturer narrative:
For the investigation, the description of the event and the logbook of the affected device were provided and analyzed. The analysis of the logbook showed that the device was not in use on the day of the event according to the user message, on (B)(6) 2021. Over a period of time from (B)(6) 2021 - 2:52 pm (after the device was turned on) to (B)(6) 2021 - 5:00 pm, it can be determined from the device log that numerous alarms were issued for a leak. A device malfunction cannot be confirmed based on the logbook analysis. The statistical log does not contain any entry indicating a technical failure of any component. No patient consequences were reported. The deviations most likely occurred due to a leakage in the tubing system. The device behavior described in the user report can also be explained by a leak. The reported vibration of the device can be explained by the device attempting to compensate for the leak by ramping up the blower. Then the unit had detected a blocked (kinked) hose. This in turn probably led to the reported increased airway pressure. There is no indication that the device did not behave as specified. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that a dräger service technician was called to the customer's site on (B)(6) 2021 because of a fault message. The error message: "implausible pressure values" was present on the affected evita 2dura, manufactured in dec.1999. On arrival on site, a note was found on the device with the message: "evita reports incorrect flow and implausible pressure values during ventilation. Tube system wobbles in the process, although subsequent emergency ventilation via ambu bag suggests no respiratory difficulty." No one on the ward was able to help, and the tubing system and accessories had already been disposed of. No patient health consequences were reported.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that a dräger service technician was called to the customer's site on (B)(6) 2021 because of a fault message. The error message: "implausible pressure values" was present on the affected evita 2dura, manufactured in dec.1999. On arrival on site, a note was found on the device with the message: "evita reports incorrect flow and implausible pressure values during ventilation. Tube system wobbles in the process, although subsequent emergency ventilation via ambu bag suggests no respiratory difficulty." No one on the ward was able to help, and the tubing system and accessories had already been disposed of. No patient health consequences were reported.